Event description:
It was reported that the customer experienced high blood glucose of 300mg/dl and nausea even after the infusion set change. Troubleshooting was performed, and the insulin pump passed the high pressure test. The time, date, and programming were correct. However, the drive support cap was sticking out. No further information was provided.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. However, the insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.